Event description:
This is a complaint about leaking of abraxane from the infusion bag. Customer reported that after being prepared using a paclitaxel in the pharmacy department and placed in the chemotherapy room prior to administration, a liquid leaked from somewhere in the infusion bag, causing the inside of the zipper bag to become wet. There is no hole anywhere in the infusion bag. He asked us to check it out the c180j.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Manufacturer narrative:
Spike connector and an IV bag received by our quality team for investigation. Through visual inspection, no defects or issues observed on the spike connector. Functional tests were performed by connecting the spike set samples to a bag, injector and syringe according to the instructions for use provided with the product, no leak observed. Cracks were observed in the rubber stopper of the infusion bag from where the spike set was originally inserted. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were identified. It is likely leak occurred due to multiple puncture holes. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly.

Event description:
No additional information.